Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing as a result of low amplitude r-waves. The inappropriate shock induced ventricular fibrillation (vf), which was converted after three additional shocks from the device. Upon interrogation, it was noted there were small amplitudes in all sensing vectors. Automatic setup did not pass due to the small amplitudes and low rv ratio. An x-ray was taken which showed the device too far cranial, thus in a suboptimal position. The physician is considering explanting the s-ICD and changing the patient's system to a transvenous implantable cardioverter defibrillator (ICD). Review of stored data by technical services (ts) indicated the noise may be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes for this type of noise. Additional information was received that the s-ICD system was explanted and a transvenous ICD was implanted. It was noted that the electrode was not disconnected from the s-ICD during removal of the device. No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted. Review of recorded electrocardiograms found noise consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Review of episodes from the device's memory also found that the delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing as a result of low amplitude r-waves. The inappropriate shock induced ventricular fibrillation (vf), which was converted after three additional shocks from the device. Upon interrogation, it was noted there were small amplitudes in all sensing vectors. Automatic setup did not pass due to the small amplitudes and low rv ratio. An x-ray was taken which showed the device too far cranial, thus in a suboptimal position. The physician is considering explanting the s-ICD and changing the patient's system to a transvenous implantable cardioverter defibrillator (ICD). Review of stored data by technical services (ts) indicated the noise may be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes for this type of noise. Additional information was received that the s-ICD system was explanted and a transvenous ICD was implanted. It was noted that the electrode was not disconnected from the s-ICD during removal of the device. No additional information is available. If additional information becomes available the report will be updated at that time.